Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a off no power alarm as well as unexpected power loss alarm. Blood glucose level of the customer was unknown. The customer was assisted with troubleshooting. It was reported that the customer was able to clear the alarm and insulin pump did not require the rewind. The insulin pump will not be returned for the analysis.